Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple, intermittent blockage while running primes through the infusion set tubing. The customer's blood glucose level was elevated (460 mg/dl), and was addressed by administering manual injections. Reportedly, the customer changed all supplies (cartridge and infusion set) in each instance and was able to resume insulin delivery.